Event description:
It was reported that a user experienced hyperglycemia overnight with blood glucose readings in the 200 mg/dl, noted a discrepancy between a fingerstick value of 207 mg/dl and a cgm value of 168 mg/dl, and became disconnected from the ilet after this mismatch while having approximately 9.8 units of insulin on board. Customer care provided support that included a review of the reported glucose values, insulin on board, and user counseling. Investigation of this case revealed no device malfunction reported, and the cause of the hyperglycemia remained unclear based on available information. No symptoms associated with elevated blood glucose reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.